Event description:
It was reported that, "the stem inserter did not seat correctly in the stem. Dr went ahead and used the inserter and stem. The outcome was fine and there were no unusual circumstances."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.